Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6)2024 on (B)(6)2024, the patient went to an urgent care center as her arm was hurting. The urgent care center stated they could not find a retained sensor wire. Due to the patient¿s arm hurting, the patient then went to the emergency room where an x-ray was done. The x-ray confirmed that the patient had a ¿foreign body¿ in her arm. It was recommended the patient consult with a surgeon to have it removed. On (B)(6)2024 the patient went to a surgical consultation. The surgeon placed a small incision in the patient¿s arm that required three stitches to close. However, the sensor wire was not found. The patient¿s arm was still hurting at the time of report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).